Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to protrusio of the shell. The patient's shell, liner and head were revised. Rep confirmed there are no allegations against the revised liner and head. Patient was revised to a competitor shell and liner with a stryker pca head. Rep reported that he has some event-related pictures to provide, and that no further information will be available.